Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgment occurred. Prior to use, the 2.5x16mm liberte' stent dislodged from the balloon. The procedure was completed with another liberte' stent. As there was no patient involvement, no complications occurred.